Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of (B)(6) transmissions, it was observed the patient's right ventricular lead had a high defibrillation impedance. No intervention was reported. The patient experienced no symptoms related to this event.